Event description:
It was reported that the bronchovideoscope displayed a black screen when connected to tower. There were no reports of patient harm or involvement.

Manufacturer narrative:
E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.